Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's blood glucose reading ranged from 50 to 340 mg/dl. The customer declined to speak with the 24 hour helpline. Nothing was replaced or returned.